Event description:
Back splash from full suction canister liner. Two employees sent to ER and filed workers comp. No other info provided by end user.

Manufacturer narrative:
No sample, to date, has been provided by the customer; therefore, an eval of the complaint device for deficiency of construction could not be performed. Note: it is the determination of this investigation, based on the attached correspondence, that the event described was a fluid reflux that occurred during the disconnect/disposal process. Discussions previously have been held with engineering, quality and customer support personnel. It was concluded that reflux from the crd container system can occur under the following circumstances: the system vacuum was turned off prior to capping off all open ports, especially the pt port. The pour (or tandem) spout port was capped, but not firmly prior to turning off the vacuum. Either scenario could result in fluid reflux through one of the system ports. Following the recommended procedures documented in our instruction for use regarding capping and disposal will reduce any reflux concerns by the end user/customer. Further caution should be taken when completely filling the liner when under vacuum. It is recommended that the user allow a small air space as a fluid reservoir to prevent a low volume fluid over flow from occurring. In addition, the current design of the crd product will not prevent fluid loss when the unit is inverted or during the disconnect/disposal process. We will continue to monitor for other similar reports and utilize the info as part of continuous improvement.